Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 97714 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: product type implantable neurostimulator. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were experiencing a shocking sensation. The patient reported that their right buttocks battery was giving them grief and they werent sure if it shifted in the pocket, but they kept getting shocked. The patient stated that it wasnt right and wasnt the same. It was also reported that when the patient would go to recharge, it would take them forever to find it. The patient stated that the right side giving them grief had been going on for a couple of months, and the shocking/zapping was going on for more or less a couple of weeks. The patient reported that it wasnt really bad, but on the date of this report, they had a big one. It was noted that the patient thought the implantable neurostimulator (ins) battery had slipped down in the pocket. The patient stated that the other side started having issues about a month ago. It was harder and harder for them to recharge and the patient stated that it wasnt positional, but when they would sit down it would give them a zap. The patient stated that it didnt really happen when they would be walking around, but more so when they would be sitting down. The patient mentioned that they had gained weight so they werent sure if thats why they were struggling to find their ins in the buttocks area. It was noted that the issue of the ins moving in the pocket also started 1-2 months prior to the date of this report. Indication for use is non-malignant pain.

Event description:
Additional information received from the consumer reported they had notified their managing physician and had an appointment on (B)(6) 2016. It was noted they never spoke to the doctor or their nurse and just made the appointment. The circumstances that led the reported event were that the consumer was usually sitting in a chair when they got ¿shocked¿ feelings and then stand and move around to get it to stop. Sometimes it happened when they were very active. The steps taken to resolve the reported event was standing and shifting positions and sometimes pushing the right buttock to get it to stop. It was stated that the issues aren¿t resolved, but it was still hard to recharge and sometimes it shuts battery down. It was not on a regular basis and never knew when it was going to happen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported that the cause of the shocking sensation, recharging issues, and the device slipping/shifting in the pocket was unknown. The hcp stated that when the patient came in for an exam, it appeared as the device fit well in the pocket. On (B)(6) 2016, the patient had their device reprogrammed for optimal coverage. It was reported that the battery was charging adequately and that the hcp would continue to monitor it. The patient hadn¿t been seen in the office since then, so it was unknown if the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.